Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus france.(ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the french guideline. And ofr inspected the device and confirmed followings; the air / water supply nozzle was deformed. The adhesive on the bending section rubber was worn. The control body was damaged and deformed. The control body was corroded. The forceps insertion port was deformed. The universal code was wrinkled. There was play in the angle knob. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, based on the negative third-party culture test results after the device was reprocessed by olympus, olympus medical systems corp. (Omsc) assumed that the reported event occurred due to a difference in the reprocessing method between the user facility and olympus. The probable cause is as follows: the reprocess was not done according to the instruction manual. A reprocess not described in the instruction manual was carried out. This is the third time that this user facility has reported positive culture results for this device. A reprocess training was done by the (B)(6) hospital hygiene trainer on (B)(6) 2020. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the device. All channels: coagulase-negative staphylococcus (51 cfu/endoscope). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.